Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. The complainant reported a purge cassette failing to prime during preparation. A new cassette was used. During use of the pump the pump had positioning issues that could not be resolved with normal troubleshooting attempts. A new impella cp was attempted to be inserted; however, the patient required cardiopulmonary resuscitation without success and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.